Event description:
The customer used the suspect device to check their blood glucose and obtained a result of 342 mg/dl. They felt hypoglycemic and went to the hosp. Their glucose was 27 mg/dl about fifteen minutes later at the hosp. They were placed on a glucose IV, given food and later released. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.